Event description:
It was reported that during a ptca/stenting procedure, deflation difficulties were encountered. The circumflex lesion had been pre-dilated. The balloon was inflated to 9 atms to deploy the stent, however, the balloon would not deflate. Several unsuccessful attempts were made to deflate the balloon (pulling negative, manipulation, attempting to rupture the balloon). While attempting to remove the delivery/stent device, the shaft of the catheter broke and a portion remained in the pt. The pt went to surgery for coronary artery bypass grafting and removal of the retained segment. Pt status is listed as "okay".